Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge representative reported that saline solution presumably penetrated the safety disk and the condensate removal module (crm), all the way down to the compressor (at the point where the user normally connects the catheter). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and replaced the safety disk, crm, and compressor heads (5000hr kit). The unit then began to run stable and was kept in the workshop for observation. It was later reported that the iabp unit has been returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that prior to use on a patient, the customer had connected a water supply at the helium connector of the cs300 intra-aortic balloon pump (iabp). There was no patient involvement and there was no adverse event reported.